Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Possible lots 33208696, 33263259.

Event description:
It was reported the distractor would not turn. Doctor's opinion is maybe tissue was stuck in the track. The product was removed prior to completion of distraction.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Manufacturing date: lot 33208696 2017-07-18; lot 33263259 2018-08-06.